Event description:
Patient also reported experiencing ¿fever and the same breast that reported is swollen and in pain.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.

Event description:
Patient reported "had seroma in the left breast. Physician wanted to do a breast puncture, but recommended patient a drug treatment. After drug treatment, the seroma dried, but patient was still in pain and felt a stitch in the left breast." Healthcare professional reported capsular contracture baker grade iii and "fear regarding the development of alcl". The device remains implanted. Treatment: anti-inflammatory, rest, singulair.